Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem, history of the product and simulation of the incident there have been previous MDR's related to the maxi twin device clips breakage. The trend is stable and currently declining mildly. No manufacturing anomalies were found when reviewing the device history record of the product. No product return was deemed necessary. An on-site inspection was performed by an arjohuntleigh representative after the incident. It was noted the hoist was in good condition. The photos provided showed grey clips. Even if we do not know the production date, we can state that this sling was supplied with IFU's that state the sling has a two year lifetime. Production of slings with grey clips was seized long ago (between 2005 - 2006). The sling at hand was outside of its intended lifetime. This is not likely to impact the performance of the sling when used according to the IFU, but this is an indication that the sling should not have been used and the labelling was not followed. From the sequence of the event, arjohuntleigh has received a complaint where it was indicated that, during the resident transfer from the bed, the left hand shoulder clip of the sling broke. The patient fell back onto the bed. Since the clip broke, this appears to be an indication of the clip being broken due to a washing press, with enormous force, while the top and bottom of the clips are pushed on and also while the left and right sides of the clip are pushed on. The lift used at the time of the event was in good working condition. The worn sling exceeded its lifetime and contributed to the outcome of the event. No training data for the involved staff could be provided by the facility. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU and constitutes a user error. It has been suggested to retrain the staff involved against the device labeling, in particular the section that indicates that from the moment the product shows any wear, it shall no longer be used.